Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump is returning for evaluation. No further information was provided.

Manufacturer narrative:
The device was received on 12/09/2015. The explanted device was returned for evaluation. The analysis of the returned lvad pump did not reveal any device related issues. Examination of the returned pump found depositions of clotted blood in the inlet elbow extending through the pump to the outflow elbow. The depositions were very loose, lacked lamination, and lacked denaturing, and likely formed post-explant. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The date of event reflects the date of notification that the pump will be returned for evaluation. Approximate age of device - 5 years. The device is expected to be returned for evaluation. It has not yet been received. Notification was received from the customer that they would be returning the pump for evaluation. No specific information regarding the device or patient was provided. Multiple attempts to obtain additional information have been unsuccessful. This is being conservatively reported with the assumption that the device was not explanted for a routine transplant or patient recovery. A supplemental report will be submitted when the manufacturer¿s investigation is completed.